Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation; 1 event was duplicated during testing. Approx 1 event was not duplicated; however, the device was out of specifications. Approx 2 devices were found to be affected by damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. Approx 1 event no patient involvement; no patient impact. Approx 1 event patient involvement; no patient impact.